Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Literature attachment: ¿long-term incidence and details of bleeding events after everolimus-eluting stent implantation.¿na - attachment: [cn-025976.pdf]

Manufacturer narrative:
Date of death: estimated. Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The bleeding, stent thrombosis, myocardial infarction, target lesion revascularization and ischemic stroke reported is filed under a separate manufacturing report number.

Event description:
It was reported through a research article. Identifying the xience v stent, that may be related to the following: death, bleeding, stent thrombosis, myocardial infarction, target lesion revascularization and ischemic stroke. Details are listed in the article, titled long-term incidence and detains of bleeding events after everolimus-eluting stent implantation.